Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. Per information communicated by the clinical consultant on (B)(6) 2020, the account reported that the patient expired on (B)(6) 2020. It was stated that due to hospital policy, no other information was able to be provided. The clinical consultant reported that it was unknown whether the device would be returned for analysis. (B)(6) has not been returned to date and the complaint file will be closed accordingly. Should the device become available and be returned for analysis at a later date, the pump will be evaluated and this file may be updated. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no other information will be provided.